Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 20mm stent delivery system was returned for analysis. Examination of the crimped stent identified stent damage. Damage was noted stent strut rows 4 and 5 (counting from distal end of the stent), with struts lifted and pushed in proximal direction. The undamaged crimped stent od outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. Examination of the tip found damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.25x20mm synergy ii drug-eluting stent was selected for use. However, it was noted that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25x20mm synergy ii drug-eluting stent was selected for use. However, it was noted that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported.